Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the body cover grip broken, the deflector washing socket deformed, the bending rubber leak, the biopsy inlet piece loose, the ccd/us probe unit shadow in image, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.